Manufacturer narrative:
Additional information: b5: medtronic received additional information that the patient was on ECMO therapy with jugular and right carotid cannulation with good behavior during therapy, clinical improvement was given, and they decided to remove the cannulation. Upon preparing the surgical field, evidence of a large subcutaneous collection in the right hemothorax was found. Following information from the nursing staff, it was discovered two days prior and interpreted as a slow collection related to a thoracostomy on the same side. Upon removing the dressings covering the cannulas, air was identified entering the circuit in the venous segment (extraction). Therefore, therapy was immediately stopped, and the venous cannula was inspected, revealing a 75% fracture of its circumference with profuse bleeding. Upon removal of the dressings, a massive air entry into the circuit occurs in the venous segment, so the therapy is stopped immediately. Prior to this, there are no reports of malfunction. Out of a total of 4 segments were retrieved. One segment of approximately 1 cm remains located in the right internal jugular vein. Maneuvers for cannula retrieval via this route. The bleeding was due to constant leakage from the fracture, so it was necessary to clamp the distal intravenous end of the cannula during transfer to the operating room. Due to shock, the patient required vasopressor management and multiple transfusions, with pulmonary edema, renal failure requiring dialysis, and ultimately death. The patient was critically ill with improved oxygenation parameters due to improved pulmonary function, but experienced acute deterioration after the incident. Secondary to hypovolemic shock and surgical trauma, the patient developed renal failure with hyperkalemia and required hemodialysis, which ultimately led to death. An internal review will be conducted by the quality team. Cannulation with open technique via cervicotomy incision, open cannulation of the right carotid artery and right internal jugular vein, fixation of cannulas to the investigated vessel with silk suture, three loops. Fixation of the arterial cannula to the skin with the support included in the cannula. The venous cannula is fixed to the skin with 2-0 polypropylene suture with a double loop. Duration of therapy: 12 days. Cannulation care is performed by nursing staff using a hydrocollo ID dressing and conventional adhesive. Additional information a3(a): patient sex added. Additional information: a4: patient weight updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a bio-medicus cannula, it was reported that a fracture of the cannula at its ringed segment was evident, broken into three portions, with no possibility of retrieval via the cervical route. Therefore,immediate transfer to the operating room was decided upon. During the surgical procedure, a segment of approximately 4 mm was identified lodged in the superior vena cava, with dehiscence of the material and support only from the internal metallic core. After releasing the fixation on the internal jugular vein, complete extraction of the device tract was not possible. Therefore, the jugular vein was clamped and the fractured segment was fixed to prevent distal embolization, considered a serious adverse event associated with structural failure of the medical device. During the removal of dressings from a venous cannula, profuse bleeding occurred at the insertion site, which was initially controlled with direct pressure. The patient was taken into surgery and died.

Manufacturer narrative:
Additional info b5: medtronic received additional information that the procedure being performed is the removal of ECMO cannulation. The user is very familiar with the use of this particular cannula. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: aware date 27 feb 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.